Event description:
It was reported that the patient experienced poor adhesion and difficulty deploying an inset infusion set for the ilet system, as the patient attempted to push the set in manually instead of using the applicator; troubleshooting confirmed incorrect insertion technique and that blood glucose was not affected, with no alerts or alarms and no injury. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided by the user. Investigation of this case revealed an improper or incorrect procedure related to the infusion set cannula, with no device problem found and a usage problem identified. It was concluded that failure to follow instructions and an unintended use error caused or contributed to the event. The patient was educated to prime and deploy the applicator correctly and replacement supplies were provided.